Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a single pt that was generated by the unicel dxl instrument.the elevated accu tnl result was 0.79ng/ml. The elevated accu tnl result was reported out of the lab. After the elevated result was reported out of the lab, the customer questioned the elevated accu tnl result and the original sample was later retested the same day for accu tnl. The repeated accu tnl result was 0.09ng/ml. The repeated accu tnl result was reported out of the lab as a corrected report. The customer did not provide additional pt information or event information. There has been no change to pt treatment or any injury that can be attributed to this event.